Manufacturer narrative:
Ocd field engineer an ocd fe contacted the site and provided phone assistance. The customer was instructed to perform a prime and wash cycle which cleaned away the obstruction (clot) in the fluidics system that was causing the fluid leak. This activity returned this analyzer to expected operation.

Event description:
The customer reported that the probe of the ortho provue analyzer dripped fluid during testing. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.